Manufacturer narrative:
An event of device deformity during procedure was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instruction for use, the recommended sheath size to be used with 26mm amplatzer septal occluder is 10f. Section d suspect medical device: device information provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that on (B)(6) 2025, a 26mm amplatzer septal occluder was chosen for procedure with a 12f non-abbott delivery sheath. During deployment, it was noted the device did not take the desired shape and had a cobra deformation. A decision was made to recapture the device prior to release from the delivery cable and abort the procedure. There was no interaction with cardiac structures during deployment and no angulation/kink noticed in the delivery system. The patient status was reported as stable.